Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid during type and screen testing. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer went to the customer site and performed adjustments to the pressure. The customer performed qc to verify operations. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.